Event description:
It was reported that the balloon ruptured a few hours after insertion. Blood was noted in the line. It was reported that a patient's death occurred; however, the device did not cause or contribute to the patient's death.

Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the balloon ruptured a few hours after insertion. Blood was noted in the line. It was reported that a patient's death occurred; however, the device did not cause or contribute to the patient's death.